Manufacturer narrative:
D9: 03-apr-2024 device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the housing, a rusty and contaminated speaker and damage to the left plunger case. Functional testing duplicated the reported issue. The investigation determined that motor sensor failure on the main printed circuit board was the cause of the reported issue. The main printed circuit board was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.b1

Event description:
Gcm received and reviewed ca ro 1360914 on (B)(6) 2024, forwarding a complaint from (B)(6) , wrha logistics services, regarding a pump, medfusion, model 3500, v5.0.0 1/ea with ln 3500-500 and sn (B)(6) . It was stated motor rate error, will not clear. There was unknown patient involvement and unknown patient harm. Bhemboum on (B)(6) 2024

Event description:
It was reported that the device exhibited a motor rate error and will not clear. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.